Event description:
The customer reported their daughter had an adverse reaction and feels this may be related to the mp1000-c. The drug being administered is cinryze (c-1 esterase inhibitor). The customer wants to know if the valve contains either silicone oil or nitrile because per the drug manufacturer, viropharma, silicone oil causes clotting when in contact with the medication. The customer initiated use of mp1000-c valves on (B)(6) 2013 after a visit to the emergency room. Prior to this the customer used an ICU medical clave valve. The reaction was described as esophageal/laryngeal swelling which spread to neck, mouth, tongue, sinuses, eyes and then the rest of her body including hands and feet. Treatment provided was oxygen at 4 liters, diphenhydramine, solu-cortef, 1000mg berinert (c-1 esterase inhibitor-mfg by csl behring) IV through a PICC line. This is the usual course of treatment for break through swelling; however it is unclear whether this reaction was caused by an allergen. No additional patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer was informed that the maxplus clear needless connector does contain a small amount of silicone in the fluid path. The customer reported that the product and syringes were sent to viropharma, the manufacturer of the cinryze (c-1 esterase inhibitor) for evaluation. A follow up report will be submitted should additional relevant details become known.